Manufacturer narrative:
The technician found the head up valve was stuck. He replaced the head up valve to repair the bed.

Event description:
The account alleged the head up function is not working on the bed.